Event description:
The customer reported the ventilator was alarming during short self testing due to an occlusion safety valve open (svo). The respiratory therapy (rt) manager reported they were nebulizing mucomyst medication treatments every 4 hours during ventilator use. The rt manager reported the medication clogged the exhalation and bacteria filters. The rt manager reported the staff member did not change the filters out as required. New filters were installed and the unit passed retesting. The rt manager reported the staff member was educated to their procedure. When the filter in use on this ventilator became occluded, it alerted the user with an occlusion-svo alarm/message. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breathe through the system. When the safety valve is open it is accompanied by an alarm and a message in the display. This is being reported due to user error in maintenance of the filter. Filter replacement must be performed per manufacturer recommendations and specified intervals. There was no malfunction of the device or the safety valve.